Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr was stuck in lesion and tip detachment occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified left descending artery (lad). After crossing the lesion with a guidewire, dilatation was then performed with a 1.00mm and 1.5mnm non bsc balloon catheter. However; the entire area was calcified, so a 1.25mm rotalink¿ plus was used. During ablation from mid lad to distal lad, it was noted that the speed decreased about 5,000rpm to 10,000rpm from the starting rotational speed of 220,000rpm. At that time, the burr got stuck in the lesion and separated from the shaft. Since, there were no issues with the rotawire, a 6f non bsc guide catheter was inserted and was able to retrieve the burr by using a snare and pulling the rotawire out slowly. Ablation was performed again with a 1.5mm rotalink¿ and dilatation was done with a non bsc balloon catheter. Then, an unspecified stent was implanted and the procedure was completed. No further patient complications reported.